Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading high on the patient's is insulin pump and the patient took a bolus of insulin (reported as 400 mg) without checking a bg. He passed out and woke up in the hospital. He is uncertain who called the emergency medical technician's (emt), but believes it was his wife or the property management at his residence. He does not know if a bg was checked at the hospital and does not know what treatment was provided at the hospital for the hypoglycemia. He was admitted to the hospital for an unspecified period of time, but it was because he tested positive for covid, unrelated to the dexcom inaccuracy. At the time of the report the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.